Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. The hospital decided to keep the device. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "ts failed, revised tibial component." The reported device was implanted in 2005, however, the exact date of implantation was not provided.